Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
Medical records noted that the patient underwent anterior/posterior fusion sometime in 2004. His postoperative course was initially marked with resolution of pain, but the patient had developed pain again. Serial CT scans suggested that the fusion was becoming solid at the 4-5 level, but persistently un-united at the l5-s1 level. The patient became more and more symptomatic and troubled by this and it was interfering with his daily function as well as his employment. The patient was diagnosed with non-union of l5-s1. The patient underwent spinal surgery consisting of exploration of previous posterior fusion; removal of previous segmental fixation (old facet screws) with placement of new pedicle screws; bone graft harvest of autogenous bone from solid l4-5 level; and 4) augmentation of l5-s1 using rhbmp-2/acs and harvested autogenous bone from the l4-5. Per the op notes, the patient appeared to have probable avascular necrosis of segments of the fusion, but when these were stripped away and the fusion mass studied, the patient was clearly solid from dorsal sacrum to dorsal element of l4. The intersection of the fusion mass with the facet screw entry point was carefully studied and the fusion mass went to the facet screw, the old lamina of 5, and down into the hole. This was the same on both sides, though the fusion mass was somewhat more hypertrophic on the left side. It was decided to remove the pedicle screws and augment the l5-s1 level. This was done by harvesting autogenous bone from the l4-5 level with the acetabular reamer, approximately 3/4 of a basket of good quality bone was obtained. This was mixed with rhbmp-2/acs. The dorsal fusion mass between l5 and the sacrum was decorticated gently and then the new autogenous bone was laid against this fusion mass, giving a very pleasing clinical appearance. No intra-operative patient complications were noted. Approximately five years later, the patient underwent left sacroiliac arthrodesis for intractable pain in left sacroiliac joint. Approximately one year eight months later, the patient underwent right sacroiliac arthrodesis for intractable pain in right sacroiliac joint.

Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.